Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module alarmed for a completed infusion, however it did not detect air in the line as it was noted that air had traveled more than six inches past the detector. There was patient involvement but no harm. Per third party testing results: they were unable to duplicate the reported issue.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of a 'failure to alarm air-in-line' could not be confirmed, as the suspect or concomitant devices were not returned for further investigation. However, the event log confirms that an air-in-line alarm did occur. No suspect or concomitant devices were returned for this investigation; therefore, an inspection and testing could not be performed. A review of the logs was conducted, and on the date mentioned by the facility ((B)(6) 2025) at 3:28 pm, pcu 8015 s/n: (B)(6) was connected along with two pump modules: pump module s/n: (B)(6) (channel a) and pump module s/n: (B)(6) (channel b). Pump module s/n: (B)(6) had a primary volume infused of 1208.03 ml and was programmed with a rate of 200 ml/h and a vtbi of 100 ml. The infusion began, and at 4:00 pm, the "infusor-air-in-line" alarm was registered twice, followed by the "channel off select" being pressed. Pcu/pump module technical service manual 2.5.2. Accumulated air-in-line. When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the 'failure to alarm air-in-line' could not be determined, as the suspect or concomitant devices were not returned for further investigation. Nevertheless, the event log confirms that an air-in-line alarm did occur. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module alarmed for a completed infusion, however it did not detect air in the line as it was noted that air had traveled more than six inches past the detector. There was patient involvement but no harm. Per third party testing results: they were unable to duplicate the reported issue.